Event description:
It was reported by an attorney that the patient underwent a gynecological procedure to treat incontinence on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, bleeding, urinary problems, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including a mesh removal surgery on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent concurrent cystoscopy procedure.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient died on (B)(6) 2014, one month following a cva.